Manufacturer narrative:
(B)(4). Correction - please note that the first report submitted was submitted with an incorrect MFR received date. This follow-up report is to note that it should have reflected a date of 05/07/2019.

Event description:
Data was evaluated and the allegation was not confirmed. The root cause was determined to be restart detection.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that early sensor expiration occurred. Confirmation of the allegation and a root cause could not be determined. No injury or medical intervention was reported.